Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The consumer states that the chair will driver for about 20 minutes and shuts down.